Event description:
Pt right foot siderail wouldn't latch correctly. Technician removed latches and cleaned sticky substance off and cleaned latch openings which also had sticky substance that was not allowing latches to move freely. After cleaning siderail latches and openings, siderail latched and locked.